Manufacturer narrative:
(B)(4). Per information provided from customer the ohr for the alleged device was reviewed and found complete without any irregularities. This instrument was produced as part of a 50 pc. Lot in january of 2018. This instrument has not been returned for review or evaluation therefore we are unable to determine what might have caused the alleged defect and also unable to validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that one of the parts where the clamp is mounted was broken when mounting the clip and seeing that it does not close inside the cavity, they removed the clamp and when checking the instrument, it was broken and keeping part in the hand.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of the parts where the clamp is mounted was broken when mounting the clip and seeing that it does not close inside the cavity, they removed the clamp and when checking the instrument, it was broken and keeping part in the hand.